Event description:
Reference number (B)(4). Event occurred in the italy. It was reported that the patient faced infusion set tubing issue on (B)(6) 2026. The infusion set tubing came apart (tubing detachment). No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.